Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. The low battery alarm and operating currents could not be verified due to the unresponsive buttons. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and low battery. The blood glucose reading was 190 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was unable to clear the alert due to the button error alarm. Advised replacement of the insulin pump. Nothing further reported.